Manufacturer narrative:
Customer was informed that a replacement reagent will be sent. No additional information is available. Bec internal number: (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and stated that they received the synchron wash concentrate ii shipment today and the reagent had leaked because the bottle cap was loose. No injury was reported on this issue.